Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Customer consumed glucose gel or glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.